Manufacturer narrative:
(B)(4). Correction: the device was initially reported as returning, but has now been reported as not returning because it is being retained by the account. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a lesion in an un-specified artery. The 5.0 x 28 mm otw omnilink 35 stent was placed in the lesion, and it was noted that the tip of the guide wire had detached in the patient, and was retrieved. It is unknown if the stent was placed over the guide wire. No additional information was provided. Although limited information is available, it appears that the stent may have been implanted over the guide wire, causing a guide wire separation.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.